Event description:
Over the past 7 months, facility has documented at least 10 incidents involving the baxter apii pca pumps. In each case, the pump appeared to be delivering the prescribed medication as ordered. However, the pt was actually not receiving any medication. Upon opening the pump, the section of tubing that was aligned next to the peristaltic fingers was crushed or "crimped" preventing any medication from flowing through the tubing. The pump history indicated the pt had rec'd the basal if ordered, and each demand dose. However, the bag of narcotic was full. Baxter states they have had no other facility report this problem and also states they have been unable to duplicate the problem in their laboratory. However, despite switching tubing lot numbers and replacing the ap-ii pumps currently in use with "refurbished pumps", the problem persisted.